Event description:
It was reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The esu was used to remove a large polyp. The physician didn't think that the generator cut through the polyp, but the nurse saw tissue effect. Nonetheless, a perforation occurred and surgery was performed the next day to address the issue. Note: the esu was distributed by our distributor to a hospital in foreign country.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device (note: as requested by the hospital, a calibration was also performed on the unit.). In conclusion, no equipment problem was found that would have caused or contributed to the incident. It appears that upon the removal of the large polyp, the remaining wall was not sufficient to stay intact. However, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc., is now closing the file on this event.